Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site due to weight loss and inadequate/uncomfortable stimulation. As a result, the system was explanted on (B)(6)2024.